Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58n79. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a sr75 reload present. The reload was returned with the knife exposed and the proximal 45 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. In addition, a second sr75 reload was returned. The reload was received fully loaded with staples and with the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process. Additional information provided: impacted products for this complaint: cutter: code: ntlc75, issue: the knob was broken. Reload: sr75, issue: 1st use with ntlc75 but staples were not fired. Reload: sr75, issue: liner was formed only a little, then it made ntlc75 be broken. Additional information was requested and the following was obtained: when the firing knob broke off of the device, did it fall into the patient? If yes, was it retrieved? Answer: no. Will it be returned with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during an unknown procedure, the reload sr75 could not be pushed out the staples when firing. The surgeon replaced with a new reload into the stapler ntlc75 and fired; then, the knob was broken. "When open" the stapler ntlc75, he saw that the knife of the "seconnd" reload was broken. There were no patient consequences reported.